Event description:
The pt reported the piston rod on his insulin infusion device is making a grinding noise. He stated that when he tried to change the insulin cartridge on the device, he received an a1 (low cartridge) alarm. He said the piston rod then looked as if it was fully retracted, but it continued to retract very slowly for about 5 mins while making the grinding noise. The pt switched to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.